Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the user alleged visualization of particles. The patient indicated a history of underlying health condition, such as chronic obstructive pulmonary disease (copd), asthma or other chronic lung disease, and chronic respiratory failure. The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the user alleged visualization of particles. The patient indicated a history of underlying health condition, such as chronic obstructive pulmonary disease (copd), asthma or other chronic lung disease, and chronic respiratory failure. The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The 'type of reported complaint' was misidentified in the previously filed report. This report serves as a correction to box h: 'type of reported complaint'. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.